Event description:
It was reported to the alm technical specialist that a surgical light spring arm broke off after it became caught in a c-arm x-ray machine. No injuries were reported. Customer admits responsibility and purchased a replacement spring arm set for the surgical light. Damaged components were thrown away.